Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), e1 (event site telephone), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields-- h6-medical device ¿ problem code. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the unit was shut down a number of times and screen still did not respond. Replaced the touchscreen assembly and fixed the issue. Device passed performance and safety checks according to factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance cardiosave intra-aortic balloon pump (iabp) had touchscreen not responding. There was no patient involvement.